Event description:
It was reported that a user experienced loss of glucose sensor data to the ilet, with the sensor displaying an unavailable alert after an initially observed blood glucose of 75 mg/dl; a subsequent fingerstick or alternate reading was 125 mg/dl, and the sensor continued to report unavailable despite rescans, leading to advice to replace the sensor and contact the sensor manufacturer. Symptoms included no reported clinical effects. Outcomes included temporary interruption of glucose data to the ilet and the need for sensor replacement. Investigation included a review of device use and user troubleshooting guidance. Investigation of this case revealed signal loss between the continuous glucose sensor and the ilet with no alerts or alarms from the ilet and no confirmed device malfunction of the pump controller. It was concluded that the event was related to external sensor performance or communication, and the user was educated to replace the sensor and seek replacement through the sensor manufacturer. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.